Manufacturer narrative:
The baxter technician found the brake casters were still moving while in brake position. Per the baxter service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake mode. Test the steer mode to determine if the foot end casters lock in the steer mode. Check the tires for cuts, wear, tread life, etc. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on (B)(6) 2024. It is unknown if the facility performed any other preventive maintenance on this bed. The technician swamped the bed frame to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that advanta2 bed brake casters were not holding. The bed was located at the account and occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.